Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a colonoscopy. According to the complainant, during the procedure, the clip was placed on the target site however, the clip would not release from the catheter. It was reported that when the physician pulled the clip off the tissue it caused minor bleeding and a minor tear in the tissue. The case was completed with two additional resolution ii clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.